Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pts' left femoral artery. The md tried to insert the iab, but the catheter membrane was partially unwrapped and could not be advanced through the sheath. As a result, the md tried "many times" to remove air from the membrane with the 60cc syringe. The md then requested another iab and this iab was prepped and inserted through the same sheath without complications. Medical intervention was not required & there was no reported delay or interruption in therapy. The issue was resolved by inserting another iab through the sheath. The outcome of the pt is noted as follows: after cardiac catheterization and iab insertion, the pt was sent to the intensive care unit where he still remains ((B)(6) 2010), waiting to be stabilized in order to have a cardiac operation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.